Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2016 a 2.5 mm x 20 mm synergy stent was implanted in the mid left anterior descending (lad) artery and a 2.25 mm x 12 mm synergy stent was implanted in the distal lad. In (B)(6) 2017, in stent restenosis was noted with 2.5mm x 20 mm and 2.25 x 12 mm synergy stents placed in the mid lad and distal lad. On the same day, 90% in stent restenosis noted in the mid lad was treated using 2.5 x 15 mm non bsc balloon catheter and 90% in stent restenosis noted in the distal lad was treated using 2.75 x 20mm non bsc balloon catheter with 0% residual stenosis.